Manufacturer narrative:
Visual inspection of the returned device revealed that the balloon was partially filled with approximately 1/3 of saline and 2/3 of air. The balloon was fully inflated with water and pressure was maintained. The inflation indicator performed per specification. No leaks were observed. The inflated balloon diameter was also verified and was noted to be within specification. The review of the lhr (f1528204) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the reported event could have been incorrect prep of the balloon. Per the mynxgrip instructions for use (IFU), the device needs to be purged of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. There is no evidence to suggest that the mynxgrip vascular closure device did not meet specification or perform as intended per IFU. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that when the physician pulled the mynx vascular closure device back to achieve temporary hemostasis, the sheath and device completely pulled out of the body. Manual compression was applied for less than 30 minutes and hemostasis was achieved. It was reported that there was a positive patient outcome. Further device and deployment details were not provided. The patient was hospitalized for unspecified reasons unrelated to the mynx. It was not reported if the patient's hospitalization was prolonged due to the event. The patient status was reported as fine. Procedure type: unknown; stick location: unknown; sheath size: unknown vessel ;location/size: unknown.